Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. The customer reported problem was confirmed. Serial number was not provided therefore a review of the device history record cannot be performed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Event description:
The customer reports their 8015 is not recognizing the battery. No patient involvement.